Event description:
A malfunction was reported by the customer regarding the pump, which had a screen that went dark and would not turn on. There was no adverse impact to the customer¿s blood glucose level. Technical support instructed the customer to plug the pump into a known working power source, and the screen subsequently turned on. The malfunction code displayed was resettable, and technical support assisted the customer with resetting the pump. The issue did not recur after the reset, and the customer was advised to continue using the pump and to call back if the malfunction code appeared again.